Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the cable is broken or the cable is flooded, and a communication failure occurred, therefore the image is no longer displayed. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "-do not reprocess or store this product with tweezers, forceps, scalpels, etc. A hole may be created in the camera cable, and water leakage may damage the electrical circuit inside the product. -do not roll the camera cable smaller than 20 cm in diameter. It may be damaged. · if the camera cable is curled, do not pull it forcibly, but gradually straighten it. The camera cable may be broken. -do not apply excessive bending, pulling, twisting, or crushing force to the camera cable. The camera cable may be broken. · when wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. The camera cable may be broken. -while using, hold the camera head instead of the camera cable to operate the endoscope. The camera cable may be broken. -do not fix the camera cable with pean. The camera cable may be broken. -hold the camera cable and do not pull out the video connector. Unreasonable force may be applied to the camera cable and the wire may break." Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received from the customer: the malfunction was discovered after a therapeutic transurethral resection of bladder tumor/transurethral resection of the prostate, which was completed without delay. The device was inspected prior to use.

Manufacturer narrative:
The device was returned and the customer's complaint was confirmed. The video connector was found damaged due to excessive stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that a cable disconnection was causing no image. No patient involvement or injury was reported.